Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the lead exhibited high impedances and an inability to capture at high outputs. The lead pacing mode was reprogrammed, and the lead will continue to be monitored. The lead remains in use. No patient complications have been reported as a result of this event.